Event description:
Customer reported that the insulin pump was alarming every minute. The insulin pump had given an auto off alarm. The blood glucose reading was 46 mg/dl and customer treated with food. She also reported a diabetic stroke that occurred after going to the lake and stated that she had paralysis in the legs. She also reported a high of 500 mg/dl. Customer had treated with a bolus. She also reported a low blood glucose of 36 mg/dl that she treated with food. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.